Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 350 mg/dl at the time of incident. The current blood glucose was unknown. Customer treated with manual injection. Customer stated that the drive support cap was normal. Customer stated that there was no leak and air bubbles. Customer alleging the insulin pump because insulin pump did not vibrate after giving bolus. The insulin pump will not return for the analysis.